Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, a possible hypersensitivity reaction occurred. The physician placed a taxus express2 8.8% 3.5 x 28 mm drug eluting stent. Four days later the pt started to experience severe myalgia on the high back and shoulders, pleural and pericardial effusion, anemia, and ck elevation in the 100's. The pt had been placed on zocor at the same time as the stent was placed so they were taken off of the medication. At this time the pt began to get better. The physician was unsure of the relationship of the reaction to the stent. Additional info has been requested but not made available.

Event description:
The implant date was 2004 and the event occurred approximately two weeks post procedure, thus mid april. The physician indicated to the sales rep when he called in to update this complaint, that this pt has been since diagnosed with legionnaires disease. Dr is under the impression that this is what caused the reaction, not the drug coating.

Event description:
A taxus express2 3.0 x 24 mm stent was placed in a non calcified mid lad across two high grade stenoses. The vessel was pre-dilated with a 3.0 x 20.0 mm crosssail catheter. The proximal portion of the stent was post dilated using a 3.5 x 9.0 mm catheter, clopidogrel was initiated and has been continued. Approximately two weeks post procedure, the pt notified the dr they were having severe pain in the middle of their back and shoulder blades. They were unable to lie down and had difficulty sleeping. Zocor was discontinued at that time. Symptoms continued and they developed a pattern that appeared like polymyalgia rheumatica. They developed shortness of breath and had evidence for serositis in their chest with small pleural effusion and a small pericardial effusion; as well as pleuritic pains. Sed rate was elevated to 94, an elevated cpk of 460 the next day and they were found to have anemia with hemoglobins consistently less than 10. Sed rates were measured every 2 weeks and came down to 42. An anemia workup by a hematologist found nothing specific. The physician's initial impression was a hypersensitivity reaction, either to zocor or paclitaxel. The pt's symptoms were most significant in the first month after implant. They are slowly improving more than two months after implantation. The physician doesn't know any way to sort out clinically or laboratory wise whether or not this reaction was to zocor or the paclitaxel coated stent.